Event description:
It has been reported to us that the occlusion balloon wire kinked then separated during the procedure. The physician inserted the occlusion balloon wire into the pt. The physician inserted a stent delivery catheter and attempted to advance through the lesion site, however, the stent delivery catheter would not advance through the lesion. The physician removed the stent delivery catheter from the pt. The physician inserted an aspiration catheter and the during the exchange occlusion balloon wire separated. The device was removed and replaced with another to complete the case. The pt is reported to be fine.